Manufacturer narrative:
A siemens tse (technical service engineer) evaluated the immulite 2500 instrument data. Analysis of the instrument data indicates that the cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2500 troponin result was obtained on one (1) patient sample. The laboratory questioned the result and repeated the sample in duplicate (after respinning the tube). The patient was then redrawn and retested. The redraw result was reported to the physician. There was no known report of adverse health consequences due to the discordant troponin result.